Event description:
In the process of lowering head of electronic "hospital" bed to provide care to pt, a loud bang and detachment of rail on bottom of bed occurred. Mattress then tilted to the right. Head board angled outward. Pt was log-lifted out of bed to a recliner chair.